Event description:
It was reported that during the implant attempt, the device had a defective header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device had foreign material in the connector, a damaged grommet, and a loose/detached set screw. Corrected data: model #/lot #. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.